Manufacturer narrative:
Physio-control further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to shorted cr20 protection diode on the power pcb assembly.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involved in the reported event.

Manufacturer narrative:
(B)(6). A physio-control service representative performed an initial evaluation of the customers device and was able to verify the reported issue. After replacing the power pcb, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involved in the reported event.